Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose (bg) level was 493 mg/dl with a trace level of ketones. A manual injection was delivered to address bg levels. Customer was not able to clear alarm at the time of report. Reportedly, the customer will use manual injections as alternate insulin therapy.